Event description:
An engineer of a site reported the stealthstation treon guidance sys psu (positioning sensor unit or camera) works perfectly for few hours, then goes to red status and it can not track instruments. There was no pt present.

Manufacturer narrative:
No pt info provided as no pt was involved in this concern. RMA issued. The psu was replaced and sys is working fully. Suspect part has not yet been returned to MFR.